Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. It was reported that the patient had a follow-up appointment scheduled for (B)(6)2018. It was reported that a manufacturer representative was able to clear the por without performing a trickle charge and the issue was resolved. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported therapy stopped due to a power on reset (por). The patient attempted to charge the ins when the por was seen. The por was not related to an overdischarge. The patient said a strong storm system with lightning came through since the last time she charged the ins and the patient¿s power went out. The programmer was indicating the ins was discharged and needed to be charged. The por message was bypassed, and a normal recharge session was initiated. The patient was going to charge the ins and call back to clear the por. No symptoms or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. It was reported that the patient has an upcoming appointment with the hcp office. No further complications were reported.